Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted. It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and erosion. Reportedly, the patient also had a recurrent methicillin-resistant staphylococcus aureus (mrsa) bacteremia. The pocket was irrigated with antibiotics solution. There were no additional adverse patient effects reported. The ICD was explanted.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. There were no additional adverse patient effects reported. The product was explanted.